Event description:
Patient was implanted with a plate and five screws on an unknown date. Patient was returned to the o.r. On (B)(6) 2013 for removal of hardware due to three of the five screws being broken at the shaft/head junction. The patient was revised to a 10-hole va medial distal plate. Implants are not available for return. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is on an unknown plate. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.